Event description:
A valiant thoracic stent graft system was implanted for the treatment of an acute descending thoracic dissection under physician sponsored (B)(4). Aneurysm and vessel morphology are unk. The pt has a history of (B)(6), and heroin and methamphetamine abuse. The pt had a chronic thoracic dissection treated uneventfully with two valiant thoracic endovascular prostheses. On post-op, the pt was getting out of bed to a chair with the help of the nurse when the pt felt weakness of the legs. The pt subsequently became completely paralyzed. A lumbar drain was immediately placed and left open to drain. The next morning, function returned slowly with progressive improvement of the pt's lower extremities in the following days. Full functioning returned and the pt was discharged. No other clinical sequelae were reported and the pt is fine. No additional info is available.

Manufacturer narrative:
Results: paralysis, no further info available. Conclusion: no further info available.